Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp pelvic pain") and genital haemorrhage ("prolonged heavy bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done." On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced migraine ("migraine headaches"). In (B)(6) 2013, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe pain abdominal; severe cramping"), dyspareunia ("pain during intercourse"), back pain ("back pain"), vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). The patient was treated with surgery (scheduled to have her fallopian tubes and the essure coils removed on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, back pain and migraine had not resolved and the abdominal pain, vaginal haemorrhage, menorrhagia and allergy to metals had resolved. The reporter considered abdominal pain, allergy to metals, back pain, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received:event vaginal bleeding,menorrhagi,allergy to metal,essure confirmation test not done added.patient demographic information,reporter added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('sharp pelvic pain') in an adult female patient who had essure (batch no. A67117) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's medical history included uti, anemia from chronic blood loss and hernia. Concomitant products included diphenhydramine hydrochloride (benadryl) and steroids. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced migraine ("migraine headaches"). In (B)(6) 2013, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("prolonged heavy bleeding"), abdominal pain ("severe pain abdominal; severe cramping"), dyspareunia ("pain during intercourse"), back pain ("back pain"), vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). The patient was treated with surgery (scheduled to have her fallopian tubes,salpingectomy (bilateral removal of fallopian tubes (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, back pain and migraine had not resolved and the abdominal pain, vaginal haemorrhage, menorrhagia and allergy to metals had resolved. The reporter considered abdominal pain, allergy to metals, back pain, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted for essure insertion date - (B)(6) 2013. Most recent follow-up information incorporated above includes: on 24-jun-2020: mr received: lot number was added, consumer race was added, reporter was added, essure insertion date were updated, medical history drug was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('sharp pelvic pain') in an adult female patient who had essure (batch no. A67117-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's medical history included uti, anemia from chronic blood loss and hernia. Concomitant products included diphenhydramine hydrochloride (benadryl) and steroids. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced migraine ("migraine headaches"). In (B)(6) 2013, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("prolonged heavy bleeding"), abdominal pain ("severe pain abdominal; severe cramping"), dyspareunia ("pain during intercourse"), back pain ("back pain"), vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). The patient was treated with surgery (scheduled to have her fallopian tubes,salpingectomy (bilateral removal of fallopian tubes (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, back pain and migraine had not resolved and the abdominal pain, vaginal haemorrhage, menorrhagia and allergy to metals had resolved. The reporter considered abdominal pain, allergy to metals, back pain, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted for essure insertion date - (B)(6) 2013. The lot number reported (a67117) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 23-jul-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('sharp pelvic pain') in an adult female patient who had essure (batch no. A67117-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's medical history included uti, anemia from chronic blood loss and hernia. Concomitant products included diphenhydramine hydrochloride (benadryl) and steroids. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced migraine ("migraine headaches"). In (B)(6) 2013, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("prolonged heavy bleeding"), abdominal pain ("severe pain abdominal; severe cramping"), dyspareunia ("pain during intercourse"), back pain ("back pain"), vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). The patient was treated with surgery (scheduled to have her fallopian tubes,salpingectomy (bilateral removal of fallopian tubes (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, back pain and migraine had not resolved and the abdominal pain, vaginal haemorrhage, menorrhagia and allergy to metals had resolved. The reporter considered abdominal pain, allergy to metals, back pain, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted for essure insertion date - (B)(6) 2013. The lot number reported (a67117) is not valid. Most recent follow-up information incorporated above includes: on (B)(6) 2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp pelvic pain") and genital haemorrhage ("prolonged heavy bleeding") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced migraine ("migraine headaches"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe pain abdominal; severe cramping"), dyspareunia ("pain during intercourse") and back pain ("back pain"). The patient was scheduled to have her fallopian tubes and the essure coils removed on (B)(6) 2017. Essure treatment was ongoing at the time of the report. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dyspareunia, back pain and migraine had not resolved. The reporter considered abdominal pain, back pain, dyspareunia, genital haemorrhage, migraine and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.